Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00132, manufacturer reference number: 1627487-2020-00283, related manufacturer reference number: 3006705815-2020-00133, related manufacturer reference number: 1627487-2020-00285, related manufacturer reference number: 1627487-2020-00287, related manufacturer reference number: 1627487-2020-00288. It was reported the patient is not receiving effective stimulation and diagnostics indicated high impedances. It was also reported that patient did not charge their ipg as recommended due to ineffective stimulation, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the entire scs system was explanted and replaced. Therapy was restored after surgery. It is unknown which two extensions were explanted; therefore all three extensions are being reported.